Event description:
A falsely elevated troponin I result was obtained on a patient sample. The elevated result was not reported to the physician. The sample was re-run per routine lab procedure to confirm positive results. The repeat testing obtained a negative result which was confirmed. The negative troponin I result was reported. Patient treatment was not altered or prescribed. There was no report of adverse health consequences as a result of the falsely elevated troponin I result.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result is a leak in the sample probe tubing. A siemens healthcare diagnostics inc. Technical service center representative (tsc) directed the customer to perform replacement of the leaking tubing. The instrument is performing within specifications. No further evaluation of the device is required.